Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action. The medium-large clip applier instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a completely broken input disk 6 that was detached from the housing, while input disk 7 was cracked. The other backend components adjacent to the broken inputs did not show damage, which may indicate potential improper reprocessing. Additionally, the grip cable for input disk 6 was dislodged. The complaint was confirmed by failure analysis. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.